Event description:
In 2006, I started having swelling in my left leg. Had x-rays for blood clots but none found. This was right after my first hip replacement. Dr said he had no explantation for it. So, finally, it went down with me keeping my leg propped up, but when I quit keeping it up all the time, it would swell back again. After two years of this, my other hip had to be replaced because bone against bone. After a few months, I started having pain in my right hip. The doctor gave me an injection of 60 mg depo-medrol. All of this time he has never said the metal hip was any problem. They are metal against metal. I can't sit very long without pain, can't walk very far without pain in my hips and legs hurts. I still have some leg swelling also. I don't pick up too much heavy things. But where is my more healthier life for changing my life. Don't have any strength to play with my grand kids or even a life with my husband. Thank god for him, he does all the things I'm supposed to do as a wife, mother, and grandmother. Where is my life?